Manufacturer narrative:
Product complaint # (B)(4). Batch # r5at95. Investigation summary, the analysis found that one psee60a device was returned with no apparent damage and with a gst60t cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override lever)? Did the jaws eventually open? Jaws never did open. It is being returned locked on the peri-strip.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second firing of the stapler, with a black reload, peristrips buttressing material, the jaws of the instrument were closed, to introduce the device into the patient and the jaws wouldn't open, being locked on the buttressing material. The device was removed from the patient and a second like stapler, reload and buttressing material was used to continue the procedure. There were no patient consequences reported.